Manufacturer narrative:
Age at time of event: older than 18 years. Device evaluated by manufacturer: visual examination of the returned device revealed the middle and proximal section was severely kinked. The guidewire was also broken 328.4cm from the proximal section. The spring tip was not returned. The overall length of the device was unable to be measured due to the fracture. The outer diameter of the middle and proximal section of the device were measured to be within specifications. Inspection of the remainder of the device found no other damages or irregularities.

Event description:
Reportable based on device analysis completed on 13-feb-2019. It was reported that a rotawire kink occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. A 330cm rotawire was selected for use. During procedure, it was noted that rotawire was kinked. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the device was broken on 328.4cm from the proximal section.